Event description:
A report was received that the patient was experiencing pain at the pocket site due to its location. The patient underwent a pocket relocation procedure. The patient was doing well post-operatively.